Event description:
The patient claimed that the bolus history is incorrectly recorded in the animas pump. Reportedly, he takes bolus a few times per day but there were no bolus record on (B)(6) 2012, (B)(6) 2012, and (B)(6) 2012. There was no patient impact on the alleged issue. The date and time was set correctly at the time of concern. This product is being sent back to animas for investigation. This complaint is being reported due to the alleged incorrect history. There was no serious injury involved the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the pump history indicated that no boluses were given on (B)(4) 2011. The pump powers on appropriately. A normal bolus and an audio bolus were successfully performed and both were accurately recorded in the pump history. The complaint could not be confirmed or duplicated on investigation.